Manufacturer narrative:
The initial medical device report was submitted (2017865 000 2013) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated. No pacing spikes was seen on the ECG despite re-programming. The patient was admitted to the hospital and was scheduled for device change out. Several days later it was reported that the patient died due to circumstances not relating to the issue with the ICD.